Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician attempted to place a ruby coil into the target location using a lantern delivery microcatheter (lantern); however while attempting to retract the ruby coil to reposition it within the patient, the physician experienced resistance and the coil would not come back; therefore, the physician made the decision to detach and retract the ruby coil. The coil was then removed, and the procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.